Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and often required multiple presses to turn on the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to press the button firmly, and although the display turned on, the issue persisted, so a replacement pump was arranged under warranty. The customer was informed on how to switch the pump to storage mode and agreed to return the faulty pump using a pre-paid label within ten days. The customer's current pump will continue to be used to ensure insulin delivery is not interrupted.